Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center did not turn on due to defective power supply. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: correction to e2, e3 for information inadvertently chosen incorrectly in the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that a faulty power supply unit led to the malfunction, resulting in the unit not powering on due to this issue. The event can be prevented by following the instructions for use which state: 1.ensure proper power condition at site (proper grounding & no voltage fluctuation). Olympus will continue to monitor field performance for this device.